Manufacturer narrative:
The devices involved in the event will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Notified by (B)(6) of an afx type iiib endoleak for a patient implanted sometime in 2014. Event date is unknown, but another competitor stent graft was used to successfully resolve the endoleak. As vqi hospital are anonymous, no additional information will be reported about this patient.